Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02feb2020.

Event description:
It was reported that the ventilator had multiple error codes indicating 35 volt power supply, blower stall, auxiliary alarm supply failure, 5 volt supply failure, ventilator restart due to anomalies detected during operation and backup alarm failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer reported that the ventilator would not turn off unless removed from alternate current (ac) power. The blower would not run and the battery is unplugged. The customer was advised to replace the power management board.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the customer reported that replacing the power management (pm) board addressed the reported issue. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.